Event description:
Information was received from an international distributor that their customer reported the ventilator had a smell of overheating. It was unknown if the ventilator was in use on a patient or if an alarm sounded, however the customer reported there was no patient harm. The distributor's service engineer performed an evaluation of the ventilator and reported finding components on the power supply had overheated. The service engineer replaced the power supply to correct the problem. Extended self testing (est) was performed and passed to operating specifications.